Event description:
The customer reported, the system shut down and the touch screen froze. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to reboot the system. The system was rebooted and surgery continued. Multiple attempts were made for more info and pt status with no response to date.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for eval. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. A review of service requests for the last 24 months did not indicate any additional, related report for this system. An internal investigation has been opened to investigate the reports of a frozen touch screen. (B) (4). (B) (4). (B) (4).